Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor was already deformed. During preparation, when the angio-seal device was unpacked, the anchor was already deformed. The following information was provided by the user facility: the device was not used and another angio-seal device of the different lot was used to continue the hemostasis procedure. Hemostasis was successfully achieved by the second device. The procedure was successfully completed. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 7 fr. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.